Event description:
The customer reported that they are not seeing overlays when they are viewing images as a prior. There was no reported patient injury associated with this event.

Manufacturer narrative:
Customer contact information not available. A follow-up report will be submitted when the investigation is complete. (B)(4).